Event description:
The entire right capsule was dissected out. Prior to complete capsulectomy, the capsule was opened up and the implant was delivered. It was essentially intact, although there was one area that had a rent, but essentially no silicone gel material leaked into the pt or outside the capsule. A new prosthesis was implanted.